Event description:
It was reported that the patient is a bilaterally implanted child. He was implanted for more than one year. He was reimplanted on (B)(6), 2011 as he had no benefit from the device. For the contralateral device, please refer to (B)(4).

Manufacturer narrative:
The device has been explanted and has been returned to (B)(4) where it will be evaluated. When available, a device analysis will be submitted as a follow-up report.